Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05541. It was reported one of the leads had high impedances on all contacts. In turn, the lead was explanted and replaced to address the issue. All of the patient's leads are being reported because it is unknown which lead is liable.